Manufacturer narrative:
Date of event is estimated. Although the problem is associated with the device columns, the main portable oxygen concentrator is listed as the main device for this report. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. Device not returned; columns are a disposable accessory.

Event description:
It was reported that the patient's device had stopped giving oxygen and their oxygen levels dropped from 90% to 50%. As a result, an ambulance was called and the patient was hospitalized where they were provided with oxygen. Troubleshooting revealed that the unit was displaying the column replacement icon. The patient was given new columns for replacement and is doing better now.